Manufacturer narrative:
(B)(4). An attempt to duplicate the failure mode was made , but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
Reported event: during a sacrospinous fixation procedure, the gynecologist used three sutures from the same lot. The first suture was cut and taken out. The second suture was placed incorrectly and was pulled with force out through the sacrospinous ligament and the dilating tip came off when the dilating tip passed the ligament. The dilating tip was not found again and it is assumed that it was left in the patient. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history record of batch number 74a1501195 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The device history record shows that the product was assembled and inspected according to the manufacturing specifications. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: during a sacrospinous fixation procedure, the gynecologist used three sutures from the same lot. The first suture was cut and taken out. The second suture was placed incorrectly and was pulled with force out through the sacrospinous ligament and the dilating tip came off when the dilating tip passed the ligament. The dilating tip was not found again and it is assumed that it was left in the patient. The patient's condition was reported as unknown.